Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument manufacturing date: 12-apr-2021 expiration date: 28-feb-2031 part number: 04.037.160s, 11mm/130 deg ti cann tfna 400mm/right ¿ sterile lot number: 98p6362 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf rev e, lmd was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3 - tfna lock drive lot number: 84p0979 one part was scrapped for anodize voids (ay) , final inspection. Production order traveler met all inspection acceptance criteria other than the one piece noted. Inspection sheet ns062925 rev e met all inspection acceptance criteria, aside from the one part that was scrapped. Part number: 04.037.942.2 - lock prong, 130 degree, tfna static locking prong lot number: 82p4698 lot quantity: 95 production order traveler met all inspection acceptance criteria. Part number: 04.037.912.4 - wave spring, shim ended for tfna nail assembly lot number: 77p1355 production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card were reviewed and found to be conforming. Part number: 21127 ¿ timoagri16.00 lot number: 57p4742 lot quantity: 2,115 lbs inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and found to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the proximal femoral nailing system (tfna) nail was broken. The patient outcome was unknown. This complaint involves one (1) device 11/130 deg ti cann tfna 400/right - sile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.